Manufacturer narrative:
Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual examination confirmed that the device had been subjected to positive pressure and deflated prior to return. A visual and microscopic examination found no issues with the tip section of the device and the markerbands profile. A longitudinal balloon tear was identified in the balloon material. The tear was identified 16mm proximal to the proximal edge of the proximal markerband and extended distally along the balloon material to a position 9mm distal to the edge of the distal markerband. A visual and tactile examination found no kinks or other damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture and balloon detachment occurred. The in-stent restenotic target lesion was located in the subclavian vein. A 12.0 x 40, 75cm mustang¿ balloon catheter was advanced for dilatation. During inflation at 14 atmospheres, the balloon ruptured and upon removal of the device from the patient, the balloon tore in half. The physician then removed the device completely and the procedure was completed with a 4x12mm ultra-thin diamond balloon catheter. The procedure had good result, no calcification and no tortuousity present. No patient complications were reported and the patient's status was fine.

Event description:
It was reported that balloon rupture and balloon detachment occurred. The in-stent restenotic target lesion was located in the subclavian vein. A 12.0 x 40, 75cm mustang¿ balloon catheter was advanced for dilatation. During inflation at 14 atmospheres, the balloon ruptured and upon removal of the device from the patient, the balloon tore in half. The physician then removed the device completely and the procedure was completed with a 4x12mm ultra-thin diamond balloon catheter. The procedure had good result, no calcification and no tortuousity present. No patient complications were reported and the patient's status was fine.